Event description:
On may 27, 2025, an impulse dynamics field representative was informed that a patient's implanted osm ipg had been extracted that day due to infection. There is no evidence to suggest the infection was related to the osm device. The device was scrapped by the hospital and will therefore be unavailable for further evaluation. A review of the DHR was conducted and found no anomalies, including any in the device sterilization records.